Event description:
It was reported that t:slim x2 pump battery would not charge, and customer received low power alerts. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed wall outlet was working, left wall adapter plugged in for at least 30 minutes, and pump began charging, so no further assistance was required and no changes were made to charging supplies.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.